Event description:
It was reported that the needle came loose from the needle protection device leading to a leak of medication. The operator of the device was a healthcare professional. Additional dose of vaccination given to ensure cover. There was patient involvement.

Manufacturer narrative:
D4: expiration date, UDI and h4: manufacture date are unknown, no product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.